Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint reports, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 00113k000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 00113k000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect intact pth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect intact pth assay is performing as intended and no product deficiency was identified.

Event description:
The account generated elevated architect ipth results on 5 patient samples compared to roche method. Patient 1 tested architect ipth = 7.7 pmol/l but roche method = 47 pg/ml (4.98 pmol/l). Patient 2 tested architect ipth = 8.0 pmol/l but roche method = 48 pg/ml (5.09 pmol/l). Patient 3 tested architect ipth = 6.0 pmol/l but roche method = 40 pg/ml (4.24 pmol/l). Patient 4 tested architect ipth = 6.2 pmol/l but roche method = 42 pg/ml (4.45 pmol/l). Patient 5 tested architect ipth = 9.6 pmol/l but roche method = 52 pg/ml (5.51 pmol/l). The account uses an architect ipth reference range of 1.6 to 7.2 pmol/l and roche method reference range of 15 to 65 pg/ml (1.59 to 6.89 pmol/l). No specific patient information was provided. No impact to patient management was reported.